Event description:
It was reported that the ventilator whilst connected to the pt generated two technical error codes, one indicating disabled valves and the other indicating an internal memory error and the ventilation consequently stopped. There was no pt harm. (B)(4).

Manufacturer narrative:
Further info surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).